Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) would not compress. The patient was having a hard time compressing the pump, was not able to fill the cylinders. It was reported a leak in the reservoir and the cylinders. The ipp was explanted. There were no patient complications reported.